Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode is exhibiting noise, due to a lead fracture at the distal ring, caused by a loop visible on the x-ray imaging. This electrode was originally implanted in france and is now being followed in serbia. Additional information was received indicating that this electrode remains implanted at this time. No adverse patient effects were reported.